Event description:
A ventilator was returned to the MFR due to an allegation that a ventilator alarmed and pressure increased gradually. There was no pt harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a failure related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.